Event description:
The device is reported as having burned patients. The wires and pads are reported as having been replaced, yet another patient was burned. This patient is reported as having not experienced any discomfort during treatment, but had burns show up later (the next day), lasting a few weeks. No medical attention is reported as having been sought after or received for the burns.

Event description:
The device involved with this event was returned to compass health brands and evaluated on 7/14/2017. The customer's complaint was unable to be duplicated. The device was tested for product performance, and was determined to fall within the manufacturer's specifications, as defined in the product's user manual.